Manufacturer narrative:
Correction: h6 - device code should have been 1399 - misconnection not 1371 - loose or intermittent connection. The anomaly observed in the field was confirmed in the laboratory. Upon receipt, it was unable to tighten the right ventricular and atrial setscrews because the hex head were rounded (stripped) and the setscrews were backed-out of the socket. After the setscrews were re-inserted, the device was tested on the bench and the setscrews were able to secure the lead normally.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-13718. It was reported that the patient presented for a lead revision. Prior to the procedure, the right atrial lead had dislodged and the dislodgement was confirmed via a chest x-ray. During the procedure, when the lead was being plugged back into the header after re-positioning, the physician was unable to fully advance the set screw. After multiple attempts, the device was explanted and replaced. The patient was in stable condition and was discharged.